Event description:
Note: this MFR report pertains to the fifth of five devices that were used during the same procedure. Refer to associated MFR report #3005099803-2008-6526, #3005099803-2008-6281, #3005099803-2008-6283, and #3005099803-2008-6285 for a description of the other devices. According to the complainant, the physician attempted to stop a bleed with a fifth resolution clip device, and the clip did not release from the catheter. The physician completed the procedure with a sixth resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted. Product unavailable for analysis.